Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08619.

Event description:
It was reported instrument was fractured on an unknown date. There was no patient involvement attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a disconnected stain relief at the hand piece and a hole in the cable and the cap was damaged. The cap nose and hand piece shell were damaged and cannot be separated for repair. The hand piece can be considered as complete loss. The hand piece was clearly banged against something very hard to the point of deforming and bending the nose cap and shell, it appeared to have been many times. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.